Event description:
Additional information was received that the patient was brought into the clinic for evaluation, however, neither isometrics or an x-ray were performed. The high out of range shock impedance was noted in the clinic. Bringing the patient back in for induction testing was discussed, but has not yet been scheduled. No additional adverse patient effects were reported.

Event description:
Boston scientific received information that the remote home monitoring system issued an alert for a high out of range shock impedance measurement on the right ventricular (rv) lead. An email was sent to the field representative in an attempt to obtain additional information relating to this issue. No adverse patient effects were reported.

Manufacturer narrative:
No additional information is currently available. If additional information becomes available, the event will be updated.